Manufacturer narrative:
Unit received with blank display due to missing battery tube spring. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify batt out limit alarm due to blank display. Unit had cracked battery tube threads and no broken noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose was 8.6 mmol/l. The iron element on bottom of battery compartment was broken and battery was not able to connect with insulin pump. The insulin pump was not able to get power out of the battery because of the damage. The insulin pump will be returned for analysis.